Event description:
The company was made aware that the patient's device had migrated and the patient had a serious filled fibrous capsule at the implant site, which caused a retention issue. It was also reported that the patient's skin at the implant site was thinning, the patient was experiencing pain, and the x-ray showed that the electrode array had migrated. A revision surgery was performed to address these issues in 2009. The patient reportedly experienced no infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgery was performed without any complication and an x-ray confirmed that the electrode array was reinserted. The patient remains implanted. This is the final report.